Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual examination was performed, and device revealed a shaft separation. During microscopic examination, the device revealed a detached/separated shaft located at 2 cm from the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that device fracture occurred. A direxion hi-flo microcatheter was selected for left gastric artery embolization combined with hepatic artery embolization. During the procedure, it was noted that the device was fractured inside the patient's body. The device was slowly pulled out and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that device fracture occurred. A direxion hi-flo microcatheter was selected for left gastric artery embolization combined with hepatic artery embolization. During the procedure, it was noted that the device was fractured inside the patient's body. The device was slowly pulled out and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.